Event description:
It was reported that the patient had increased spasticity. The catheter was thought to be occluded due to a volume discrepancy in the pump. A CT scan was performed. A catheter occlusion was diagnosed at the catheter tip, the catheter was removed and replaced. The pump was electively replaced at the same setting. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver baclofen, bupivacaine, morphine and clonidine. (B)(6) 2013 (e1a/rep) it was later reported that the device contained a compounded baclofen cocktail.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: catheter. (B)(4).